Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. Additional information has been requested regarding the evaluation and repair of the iabp unit. When additional information is received, a supplemental report will be submitted h3 other text : device not available for evaluation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after using the cardiosave intra-aortic balloon pump (iabp) it on a patient, a simple leak test error occurred when returning for inspection.